Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that implantable cardioverter defibrillator (ICD)  was never suspected as the source of the sensing integrity counters (sic).

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) showed a higher than normal sensing integrity counter (sic) over the life of the device. A sensing/detection issue was suspected. The ICD was explanted and replaced. No patient complications have been reported as a result of this event.